Manufacturer narrative:
Additional data: b5:the lens was implanted on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting, significant reduction of irido-corneal angles, pigment dispersion and intermittent pain in the dark. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. H3 - device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found no visible damage to the lens. H6 - patient code: 3191 - secondary surgical intervention, lens exchange. H6 - patient code: 3191 - significant reduction of irido-corneal angles; pigment dispersion. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -9.00/+2.5/094 (sphere/cylinder/axis), in the patients left eye (os) in 2019. The reporter has indicated the surgeon plans to explant and exchange the lens for a shorter lens due to the lens has vaulted forward and possibly rubbing against the iris. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.